Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Loose titanium cup. Extracted cup, liner, head and screw. Replaced zimmer cup/liner, stryker head.

Manufacturer narrative:
An event regarding loosening of a tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for investigation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Loose tritanium cup. Extracted cup, liner, head and screw. Replaced zimmer cup/liner, stryker head.